Event description:
Based on the info provided to the MFR, the pt underwent cataract surgery which resulted in the development of tass (toxic anterior segment syndrome). The condition cleared up with the prescription of post-op steroids.

Manufacturer narrative:
Currently, the MFR has not received info confirming that the adverse event was caused by the device. An internal investigation of mfg records indicated no deviations, and no other complaints associated with the corresponding mfg lot. An internal review showed no other reported tass incidents associated with the use of the device. Further evaluation might be conducted if add'l info will become available.